Manufacturer narrative:
Concomitant medical products: w3dr01, ipg; implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implantable pulse generator (ipg) change that the patient developed a pocket infection. The ipg system was removed. No further patient complications have been reported as a result of this event.